Manufacturer narrative:
Additional information received on 01 june 2016 and includes: the pathogen results will not become available. Batch reviews performed on 21 june 2016. (B)(4). On 22 june 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of anterior hip pain. The cause of the pain may be due to an infection. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.